Event description:
The manufacturer received a voluntary medwatch (mw5185265). The manufacturer received information from the patient's son reporting that his father was admitted to the hospital and began use of a philips v60 device. The reporter stated that the mask (unspecified make/model) caused his father's nose to break, and his father passed away in the hospital after using the device for 3 days. The reporter stated, "the philips v60 device was recalled" and is "extremely concerned about its use with his father." This report is being sent to document reporting for the mask (unspecified make/model). Based on the information currently provided and available, the device cause and/or contribution to the reported event of mask caused the patient's nose to break cannot currently be confirmed, nor refuted, based on the evidence present. Based on the information currently provided and available, the reported death is assessed as unrelated to the mask at this time. The device (mask) has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Base device information: v60 ventilator, english, opt: cflex, avaps (B)(6), (B)(4).